Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with decreased acuity, irritation, and light sensitivity in right eye. The topical steroid dosage was increased. Patient visual acuity is 20/30 with interface inflammation involving the visual axis. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision and discomforf. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/25 -1.50 x -1.00 x 63, left eye pre-op 20/20 -1.50 x -1.75 x 135.

Manufacturer narrative:
In initial report, it was reported the patient was presented with symptom on (B)(6) 2018, however, the correct date the patient was presented with symptom was (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.